Manufacturer narrative:
The customer¿s report of the secondary infusion not stopping when expected was not confirmed. Physical inspection of the device noted no external damage or contamination; however, it was noted that the device had a 3rd party door, door latch/sear, and door cover installed. Internal inspection showed signs of fluid ingress (dried residue) on many parts including within the rear case, inside the bezel and pumping mechanism, on the ail assembly, on the back of the fluid-side pressure sensor and wire harness, and under the membrane frame. Analysis of the pcu event log showed that at 4:59 pm on (B)(6) 2017 a basic secondary infusion was programmed for a rate of 22 ml/hr and a vtbi of 150 ml. At 5:31 pm a basic secondary infusion was programmed for a rate of 999 ml/hr and a vtbi of 80 ml. At 5:36 pm this secondary infusion completed and the device switched to the previously programmed primary infusion at 20 ml/hr. At 5:55 pm the system was powered off. The log review could not determine whether the two secondary infusions were from the same reported 250 ml bag of heparin, or if the bag was changed when the user programmed the 80 ml bolus. In addition, it could not be determined whether the secondary bag was removed or clamped once the 80 ml bolus completed. Based upon the event description, the user may have expected the pump module to automatically infuse from the primary bag once the secondary programming of the 80 ml bolus was complete. However, the pump module has no way of selecting which container it infuses from; the flow is based on gravity and head height in the physical set-up/configuration. Rate accuracy testing was performed and the device was infusing within specification. The root cause of the customer¿s report was not determined.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported heparin (100 units/ml, 250 ml bag) infused faster than expected. The user set the secondary infusion bolus for 80 ml expecting to give an 8000 unit bolus, and return to the normal saline primary infusion when the bolus was completed. The pump infused the remaining 150 ml left in the heparin bag. The patient received an extra 12 hours of monitoring after the event consisting of vital sign checks and observation, (no additional lab work was reported). No patient harm was reported due to the event.